Event description:
An analysis was performed on the returned lead portions and the reported allegations of fracture of lead which was confirmed. During the visual analysis a coil appeared to be broken at approximately 326mm. The coil was identified as the positive coil. Scanning electron microscopy (sem) images performed on the coil break and coil breakmate show extensive pitting or electro-etching conditions have occurred which prevent identification of the coil fracture type, pitting was also observed on the coil surfaces. Mechanical distortion (smoothed surfaces) was also observed on strand1 of coil breakmate. Other than the noted above conditions, the conditions of the returned lead portions are consistent with conditions that typically exists following an explant procedure. There were abrasions on the outer part of the tubing but none broke through the insulation. Pa worksheet was reviewed and no other anomalies were noted other than the above mentioned findings.

Manufacturer narrative:
F10. Adverse event problem: medical device code ¿ correction ¿ inadvertently did not include code a040502 in supplemental #03 submitted.

Event description:
The explanted product analysis was received into product analysis and is currently ongoing. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event ¿ correction ¿ inadvertently did not include device being received into product analysis in initial MDR submitted. Device available for evaluation ¿ correction - inadvertently did not include device being received into product analysis in initial MDR submitted. Device evaluated by MFR? ¿ correction ¿ inadvertently did not include code 02 initial MDR submitted.

Event description:
It was reported that the patient had a full revision due to high lead impedance. The explanted product has been returned but not received to date. No additional relevant information has been received to date.